Event description:
A customer reported to baxter (B)(4), a light sensitive drug set in which a leak was observed. According to the report, a patient was receiving an infusion of three chemotherapy drugs simultaneously via a baxter triple channel colleague and three light sensitive drug sets. The patient noticed a pool of fluid beneath the pump on the floor and it was identified that vincristine was leaking through what appeared to be a "pin prick" sized hole in a unit of one of the light sensitive drug set. A patient was involved; however, there were no reports of patient injury, medical intervention or adverse events associated with this reports. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. As a preventative measure, new sensors were installed into packaging sealing machines in order to detect any set left protruded from its pouch. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.